Manufacturer narrative:
The device was discarded by the complainant and was not returned to stryker sustainability solutions for evaluation. No device information was reported as the device was not returned to stryker sustainability solutions. Therefore, the device history record (DHR) was unable to be verified. The most likely root causes of the reported event are the user attempting to cut staples or clips, non-soft tissue or excessive amount of tissue. The instructions for use state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that the scissors on the laparoscopic device were not sharp. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.